Event description:
During a surgery attended by the sales rep, it was established that, while removing the retractors, the small end part broke. After removing the broken parts, other blades of the same size were used to perform the surgery.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method: result, and conclusion codes will be made available following engineering eval.